Manufacturer narrative:
Patient date of birth not available for reporting. This report is for an unknown quantity of unknown cannulated screws. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with two (2) 4.5 mm limited contact dynamic compression plate) lc-dcp plates, an unknown quantity of unknown 2.4 mm cortex screws, and an unknown quantity of unknown 6.5 mm cannulated screws on an unknown date. On unknown date an infected shoulder was diagnosed. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed. Antibiotic beads were placed in the infected area. The shoulder fusion had healed, no further intervention was required. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown quantity of unknown cannulated screws.